Event description:
A health care facility reported receiving a higher blood glucose reading of 600 mg/dl on a pcx meter and treating its patient with insulin based on that reading. A lab comparison taken from the patient then came back as 38 mg/dl and reverse treatment to dilute the insulin previously given began.